Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had a skin irritation under the ECG electrodes. The area was described as red and itchy with open blisters. During a follow up, the patient reported that his doctor instructed him to remove the device periodically to allow the skin to heal. The patient indicated that the rash had completely healed.